Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please refer to MFR. Report numbers: 1221359-2021-01652, 1221359-2021-01653, 1221359-2021-01654, 1221359-2021-01655 and 1221359-2021-01656.

Event description:
The customer sent a cumulative report of thirteen (13) false negative results with the ID now covid-19 assay generated across eight (8) different testing sites performed on varies dates. This MFR. Report addresses lot 6 of 6. The customer reported one (1) false negative result with the ID now covid-19 assay. The nasal sample was collected on (B)(6) 2021. Confirmation testing was performed by corelab and generated positive results. The nasopharyngeal sample in transport media was collected on (B)(6) 2021. Corelab platform was used to test all samples. Per the customer, no further information will be provided.

Manufacturer narrative:
A review of the complaints reported as false negatives results (confirmed and unconfirmed, conflicting results) related to kit lot 1025504 showed that the complaint rate is changed from (B)(4) to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 1025504 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 191-000 / lot: 1025504, test base part number: 190-430 / lot: 1025504. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) related to kit lot: 1025504 showed that the complaint rate (B)(4) . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles provided were inaccessible.